Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had a leakage issue. The following information was provided by the initial reporter: "white plug leaking. Blood runs out."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/26/2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, two pieces of 22g samples with the white plug facing upwards were observed. However, the leakage defect could not be seen clearly. The sample was subjected to visual inspection and the leak test. All inspection results passed, and no abnormality was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported bd venflon¿ pro safety catheter had a leakage issue. The following information was provided by the initial reporter: "white plug leaking. Blood runs out."